Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in italy, edwards received notification of a sapien m3 procedure in the mitral position. The patient had a prior cardiac surgery and no pericardium. Following post dilatation, a mass was observed lateral to the left atrium, accompanied by a drop in systolic pressure and an increase in heart rate. CPR was initiated and continued while the team investigated the cause. Approximately 25 minutes into resuscitation, an lv angiogram demonstrated pericardial effusion with contrast exiting the lv wall and tracking around the rv. No pericardial effusion had been visible on intraprocedural echocardiography. Based on fluoroscopy, the perforation appeared to correspond to the location of the safari wire during valve deployment. Multiple attempts to close the perforation with a percutaneous plug were unsuccessful due to inability to access the site. CPR continued for a total of approximately 40 minutes, after which resuscitation efforts were discontinued and the patient expired. The physician noted that the perforation was unlikely related to the sapien m3 valve itself; however, the wire was the only device present in the region of the perforation, which was described as medial and posterior (5 o clock position on short axis fluoroscopy).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Based on the complaint investigation, the complaint for device and/or guidewire pushed into ventricular wall (non-septal) - perforation was confirmed with objective evidence. Additionally, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency, nor labeling issue or device related infection. A chr was conducted and no complaints were determined to be related to the complaint event. A review of the IFU/training material revealed no deficiencies, sufficient instructions are outlined for dock deployment and wire management. An internal imaging evaluation confirmed the alleged perforation via a fluoroscopic angiogram and procedural tee, however the major root cause for the left ventricular perforation and pericardial effusion/ hemopericardium identified from imaging is indeterminable. On fluoroscropy, contrast was visualized outside of the left ventricle in the posterior, medial region, which is consistent with the physician statement per the event description. On procedural tee, smoke or spontaneous echo contrast can be visualized near the left ventricle. These findings are consistent with a pericardial effusion. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.